Event description:
Customer's mother called to report high bgs. Mother declined to perform any troubleshooting. Also stated one of the driver arms was loose. Device was not dropped, bumped, or exposed to moisture.